Event description:
Journal reference: carillo ruiz jd, et al. "Neuromodulation of prelemnical radiations in the treatment of parkinson's disease." Acta neurochir suppl 2007;97(2):185-190. This publication describes a study, where 20 patients were implanted with bilateral (n=5) and unilateral (n=15) deep brain stimulation (dbs) of the prelemnixal radiations (raprl) for unilateral pronounced tremor and rigidity in patients implanted bilaterally or bilateral symptoms including severe bradykinesia in patients implanted unilaterally. The purpose of the study was to evaluate raprl neuromodulation in the treatment of tremor, rigidity, and bradykinesia in patients with parkinson's disease. Some patient complications were noted in the article. Reportable event: bilateral implantation of the electrodes was followed by a transient state of somnolence that lasted for hours to days.

Manufacturer narrative:
This report is being filed following an internal audit. See scanned pages.